Manufacturer narrative:
H6 - health effect clinical code 4581: significant reduction of irido-coneal angels. Claim#(B)(6).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -10.5/+1.0/116 into the patient's right eye (od) on (B)(6)2023. Excessive vault and significant reduction of irido-corneal angles were reported. The lens was explanted on (B)(6)2023 and in another surgery that day a shorter length lens was implanted. This resolved the problem. Cause of event reported as unknown.